Event description:
Customer reported that she was out shopping and her blood glucose dropped to 29 mg/dl. Customer stated that the paramedics were called to assist customer at scene. Customer stated that she visual inspected the reservoir and is showing less insulin than the status screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.